Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that insulin flow stops. Verbatim: consumer reported, when she is taking injection, the flow will stop before the dosage is completed. Stated, she has to use two pen needles to get her full dosage. Asked what she could be doing wrong. Went over instructions with consumer on "how to inject with nano pen needles". Consumer stated, she did not prime and was pinching up. Lot: 0008989. Catalog: 320122. Date of event: unknown. Samples: yes cl".

Manufacturer narrative:
H.6. Investigation: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that insulin flow stops. Verbatim: consumer reported, when she is taking injection, the flow will stop before the dosage is completed stated, she has to use two pen needles to get her full dosage. Asked what she could be doing wrong. Went over instructions with consumer on "how to inject with nano pen needles". Consumer stated, she did not prime and was pinching up lot: 0008989. Catalog: 320122. Date of event: unknown. Samples: yes cl."